Event description:
It was reported that prior to an unknown procedure, when the surgeon tried to fire, he struggled to advance clips and even jaw didn't close. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In addition, a bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the trigger was actuated and the device was noted to be jammed. No further testing could be performed due to the returned condition of the instrument. The device was disassembled in order to evaluate the condition of the internal components and the feedbar connectors were noted to be slightly separated; this condition prevent the proper feeding of the clips. In addition, one clip was noted to be inside the clip track. No conclusion could be reached as to what may have caused the condition of the feedbar connectors.